Manufacturer narrative:
Evaluation is in progress. (B)(4). The device has been received and the investigation is on going at this time. A follow up report will be provided when the examination results become available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): pump is not infusing: pump with space line is connected to cvc. There is a reflux in the cvc as if the fluid is running the opposite direction in the tubing. The tube is disconnected from the pt and it is observed, that the pump is not infusing though the rate is at 500 ml/h and the pump is running. The pump did run 30 minutes earlier the same day, without any problems. We don't know if the line was changed. When the door was opened it showed that the silicone tubing was totally flattened. It was not mentioned whether the stars was in line [...]. (B)(4).